Event description:
It was reported that there had been an occasion during stage 2 surgery where the connector boot was detached and became dislodged from the lead cap despite 2 ligatures in place. The ligatures had been tied on the boot ligature channels during stage 1 surgery. The lead cap was reportedly still attached with the set-screw on contact 3. There was no patient injury associated with this event. No additional details were available. This issue was noted to have occurred a different time. Refer to manufacturer's report # 3007566237-2014-03236.

Manufacturer narrative:
(B)(4)